Manufacturer narrative:
Product complaint # (B)(4). H 6. Investigation findings: c22 ¿ photo investigation. Investigation summary: the product was returned to ethicon for evaluation. One winding former with two reparked needle-suture pieces that pertain to product code eh7222h was received for analysis. The product code is double-armed. In addition, a photo was provided, and it shows three open samples in a plastic bag. Upon visual inspection, the returned sample, the swage, and the attachment area were noted to be as expected. The needles were noted with the suture to be still attached to the barrel holes. Overall, no needle pull-off was observed. Needle pull strength was not possible because the suture was received with a short length. The extremes of the suture pieces were observed to be cut and damage was found near the cut area possibly caused by a surgical instrument. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The problem of the suture pulling off the needle happened in surgery. Changed to another two to continue the surgery, the same problem happened again. Changed another one to complete the surgery. No adverse patient consequences were reported.